Event description:
It was reported that during the surgery, after fired, could not open the jaw. As the tissue was cut off, removed the device from the patient through tissue gap. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished ec60a with lot/batch number x9506y, and no non-conformances were identified. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance.